Manufacturer narrative:
(B)(4) date sent: 9/19/2024 d4: batch #910c94. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage, with a battery pack, and with a gst45w reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be damaged and non-functional. In addition, evidence of what appears to be corrosion was noted on the components of the pcb board. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 910c94, and no non-conformance's were identified. Additional information was requested and the following was obtained by sales rep: yes. Device was locked and manual override was performed to remove from tissue. Home button was pressed. Battery removed and placed back in. Manual override was performed. Yes. Jaws eventually opened. Patient was not harmed.

Event description:
It was reported by that during an unknown procedure; the stapler would not fire and would not release from tissue. New stapler was opened and case was completed. Patient consequences unknown. There was no surgical delay.